Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan results on the adc device that were lower than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic but self-treated with food. Later on, they went to a hospital, where a fingerstick test revealed high blood sugar (unspecified glucose values). Consequently, the customer was treated with an insulin injection (unspecified type/dose) by a healthcare professional. There was no report of death or permanent impairment associated with this event.